Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's insertable cardiac monitor (icm) had false tachycardia episodes due to noise oversensing from magnetic resonance imaging (MRI). No intervention was performed. The patient had no adverse consequences.